Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. Did not observe meter turn off after strips were inserted. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: it was identified during the course of troubleshooting that the customer was testing with expired test strips (exp 30-jun-2013). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's wife) reported that on (B)(6) 2013 at 11:00 pm the customer was unable to test due to his adc blood glucose meter turning on and then powering off after test strip insertion. At approximately 1:00 am, on (B)(6) 2013, the customer self-administered "too much insulin because he did not know what his blood sugar was." The caller further reported that at 6:00 am, she found the customer "sweating, cold to touch, could not move and talk, breathing really hard, teeth were grinding, could not get his mouth open, not moving at all, eyes were open but unresponsive." She added that "he was comatose" and reported he suffered a seizure and a loss of consciousness. Paramedics were called and upon their arrival they "administered sugar through (the customer's) veins" and transported him to a hospital where he was "administered sugar through his veins." Customer was diagnosed with "cancer" and hypoglycemia. No other medications were given to the customer. Customer was discharged from the hospital on (B)(6) 2013. There was no report of death or permanent injury associated with this event.